Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastic non-sterile luer-lok¿ tip syringe was missing the plunger, or the plunger was damaged/broken. No serious injury or medical intervention was reported.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Additional information: received email from customer on 14aug2018 providing his company address and that samples have been shipped. Investigation summary: two photos and sixteen loose 5ml assembled syringes were received and reported to be from batch #8010594 (p/n 301027). The samples were visually evaluated. Seven syringes had damage to the plunger rod ribs and barrel flange area. Five syringes had distorted stoppers. Four syringes had print defects which included two with contact smears affecting print legibility and two with missing print throughout the entire scale marking area. One of these syringes had a missing plunger rod. The defects observed are rejectable per product specification. The defects in photos received show assembly damage to barrel wall, flange and plunger rods in 7 syringes and 1 syringe with missing print and missing plunger rod. The samples in photos were received as part of physical samples. DHR review: release date: 01/18/2018. Released quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8010594 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment potential root cause: (1) damage to barrel and plunger rods, distorted stoppers, missing plunger root cause is likely due to a temporary jam at the assembly machine and failure to discard defective product. (2) print defects associated with the printing process. Missing print observed is likely due to a startup of the printer. It is possible insufficient number of barrels was discarded and a limited number with this condition became mixed in with the final product. Contact smears may on occasion occur if barrels come in contact with each other or machine tooling prior to ink fully drying. (1) the aql for incorrect assembly is (B)(4). The defective rate identified is (B)(4). No corrective actions are necessary based on the defective rate identified. (2) the aql for print defects is (B)(4). The defective rate identified is (B)(4). No corrective actions are necessary based on the defective rate identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd plastic non-sterile luer-lok¿ tip syringe was missing the plunger, or the plunger was damaged/broken. No serious injury or medical intervention was reported.